Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal right coronary artery with mild tortuosity and heavy calcification, a 2.25 x 15 rx tenku dilatation catheter was advanced without resistance and during the first inflation the balloon slipped. The balloon was deflated and a second attempt to be inflate the balloon was made; however, the balloon could not be inflated. Reportedly, the physician thought the balloon may have a rupture (pinhole) before unpacking. The 2.25 x 15 rx tenku dilatation catheter was withdrawn from the patient anatomy without resistance. A non-abbott dilatation catheter was used for pre-dilatation, intravascular ultrasound was performed and stenting was performed to treat the target lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep the rx tenku balloon dilation catheter device is an abbott vascular manufactured device, which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Because it was reported that the balloon was not soaked prior to use, it should be noted that the preparation for use section of the rx tenku instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.